Event description:
Patient called to report serious adverse events involving a device he says was implanted in him without his knowledge or approval. Patient stated the device is not yet approved by the FDA and is under investigation for use in people with paralysis or nerve damage. Patient stated he was stabbed 5 times and during surgery due to the stabbings he believes a device was implanted in him without his permission and unlawfully. Patient stated the chip that was implanted is attached to his nerves and has hardware that controls it. Patient stated the people who control his device are experimenting on him and causing him severe pain and are torturing him and he is afraid for his life. Patient stated he has problems with urinating and bowl movements. Patient stated his life is threatened if he calls to report on the device whoever is controlling it does not want to be exposed. Patient stated this is an urgent situation for him, it's a matter of life and death and he needs help and assistance asap!